Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 07/19/2018 stating that this lead had oversensing and an intermittent high impedance was also noted on this lead. The physician was dr. (B)(6) at (B)(6) association in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).